Event description:
The account stated that the architect (B)(4) analyzer generated a false positive b-hcg result of 90.54 miu/ml which was reported. The sample was repeated and a negative result, <1.20 miu/ml was generated. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). A product deficiency has been identified. With a unique combination of instrument and reagent conditions there is a potential for sample carryover which can result in falsely elevated b-hcg concentrations on the architect i1000sr system. Negative samples have returned both positive and grey zone b-hcg results when a high concentration b-hcg sample is assessed prior to the negative sample with architect total b-hcg (list number 7k78/6c21) on an i1000sr instrument which also utilizes the architect rubella igg (list number 6c17) assay. Further investigation of this quality issue will be conducted. An investigation is in process.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The suspect medical device has changed from the (B)(4). MFR # 3005094123-2011-00588 has been submitted to address this error.

Manufacturer narrative:
(B)(4). An abbott field service engineer (fse) was dispatched to the account. The fse inspected the analyzer and noticed the probe was not tightened. As a preventative action the fse replaced and calibrated the probe. In addition the syringe and wash zone 2 valves were replaced. The probable cause of the issue was the probe not being properly tightened. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual and the architect b-hcg package insert were reviewed and were found to adequately address the issue of erratic results. The investigation did not identify a product deficiency.